Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly tortuous, and de novo lesion in the mid left anterior descending artery. Following pre-dilatation, a 3.0x33mm xience xpedition stent was deployed at 14 atmospheres (atms) and was post-dilated with an unknown 3.0x15mm non-compliant balloon at 16 to 18 atms. Following post-dilatation, a distal edge dissection was noted. A xience prime stent was successfully used to cover the dissection. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.